Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation of software found no evidence of product non-conformance. Digital implant image comparison testing was conducted and all images were accurate. A conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: "a trained medical professional determines final implant type and size intraoperatively." "Orthosize software does not determine the final size and type of hardware to be implanted."

Event description:
During twenty-three total hip procedures, the orthosize v1.2.6 software templated a stem 3 to 8 sizes smaller than the stem planned to be implanted. In each procedure, the surgeon broached to the appropriate size and implanted the proper stem. There were no patient injuries or delays in procedure.